Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information: did the broken top jaw fall into the patient? Yes; was the broken top jaw retrieved from the patient? Yes; did this cause a change in the plan of care for the patient? No; is the broken top jaw being returned with the device? Yes; or, was the broken to jaw discarded? Returned.

Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the device movable jaw broke. It is unknown how the case was completed. There were no patient consequences reported.